Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon could not be inflated during a pretest.

Event description:
It was reported that the balloon could not be inflated during a pretest.

Manufacturer narrative:
This event was confirmed as manufacturing related due to a lumen to lumen damage. The inspector received one unused silicone foley catheter. An attempt to inflate the catheter balloon was performed with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), but the solution backed up into the funnel and immediately leaked out of the eyelets. The balloon was dissected and found to have both lumens perforated by the inflation notch. Per specification, t" inflation lumen notch not to penetrate drainage lumen and must be properly formed, in addition no nicks are allowed." A root cause for this event could be "punch depth too large."the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not inflate the balloon in the urethra, [the urethra may be injured.]" Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.